Manufacturer narrative:
The customer was given a quote for on site evaluation of the device, however, the customer did not accept the quote. Hence no work performed by philips. No conclusion can be made. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.